Event description:
It was reported that after 3 days of use on the patient, blood was observed in the helium driveline. As a result, the iab was removed, a 2nd iab was not inserted as therapy was discontinued as the patient no longer needed support. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5 fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the distal end of the teflon sheath was at approximately 44.4cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The teflon sheath hub was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The supplied data-scope inflation driveline tubing was noted connected to the iabc short driveline tubing; dried blood was noted within the data-scope inflation driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 4.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.00.59in-0.0065in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Liquid blood was noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 18cm to 19cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 19cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc istal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab blood in helium pathway is confirmed.the intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. The complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after 3 days of use on the patient, blood was observed in the helium driveline. As a result, the iab was removed, a 2nd iab was not inserted as therapy was discontinued as the patient no longer needed support. No patient harm or injury. The patient status is reported as "fine".